Event description:
Additional information received reported that therapy had stopped working for the patient in regard to the originally reported event. No follow-up was required as this was just a further description of a previously reported event.

Manufacturer narrative:
(B)(4).

Event description:
No additional information received.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3487a, lot# l50174, implanted: (B)(6) 1998, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID 3487a, lot# l50174, implanted: (B)(6) 1998, product type: lead. (B)(4).

Event description:
It was reported that a lead fracture occurred. A revision took place and the lead and extension were replaced. The patient status was listed as alive with no injury.

Event description:
It was reported that the implantable neurostimulator quit working two months prior to the report. The patient reported they were in chronic pain and were trying to see someone. No intervention or outcome was reported. Follow up was conducted to obtain this information. If additional information is received a follow up report will be submitted.